Event description:
It was reported that during a small bowel procedure, the device activated by its self while sitting on the back table. It was not used for the procedure. A new device was opened and used to complete the procedure. There was no patient impact. The device will be returned.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. During functional testing, the device did not continuously activate. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.